Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. The probable root cause is attributed to an improper instrument impedance resulted from an electrical component failure in the iesu.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vio integrated electrosurgical generator unit (iesu) was not connecting to the grounding pad. The customer replaced the iesu with a third-party generator to continue the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the isi field service engineer (fse) and obtained the following information: the fse was present at the beginning of the procedure when the connected the ground plate to the patient. The issue occurred on 7, 10, 12 of november. The customer used a forced triad generator to complete the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.